Event description:
Event description cpi recieved information that a patient with this transvenous defibrillation lead experienced inappropriate shocks and inhibition of pacing. The patient was pacer dependent. The rate/sense portion of this lead was taken out of service and replaced with new rate/sense lead.